Manufacturer narrative:
The lead extensions were discarded by the medical facility, and will not be returned for evaluation. The leads remain implanted in the pt.

Event description:
Shortly after the placement of trial leads, the physician discovered and evacuated a hematoma at the lead implant site. The pt has since been released from the hospital and is reportedly doing well.